Manufacturer narrative:
Other relevant device(s) are: product ID: 977c265. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that the patient had no stimulation feeling. There was no environmental/external/patient factors that may have led or contributed to the issue. Impedances were measured at 1500 ¿ 2000 ohms but there was no feeling of stimulation at 8 volts. Interventions included explanting and replacing the electrode. The issue was resolved at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID 977c265, implanted: (B)(6) 2018, explanted: (B)(6)2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the electrode was returned. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.